Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the ventilator and confirmed the reported transducer fault. As a resolution, the service technician replaced the analog board of the unit and performed 30k preventive maintenance.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1150 unit alarmed transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.